Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery, a capsular tear was noted at the 9 and 10 o'clock position, in the right eye. According to the surgeon, the rent had gone posteriorly, so the intraocular lens had to be placed in the sulcus. The surgeon also reported that the laser did not perform a complete rhexis at the 9 and 10 o'clock position.